Event description:
It was reported that multiple malfunction alarms occurred. In addition, it was reported that an alarm 30 occurred during insulin delivery. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 234-307 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.